Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 9768852) was received at juarez pal. Visual examination of the returned device found the distal tip of the device has broken. Additionally several scratches were found along the shaft and impaction surface of the device, consistent to normal wear and usage. The investigation has found sufficient evidence to confirm the reported event. Document/specification review: connector for insertion handle: se_380067 rev m, manufactured rev k no design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during the insertion of the nail, the trochanteric fixation nail advanced (tfna) insertion instrument threads broke off in the insertion handle while seating the nail. Normal blows were used without excessive force for ~ 5-6 blows. The threads broke off in the insertion handle as the nail was finally seated. The instrument was able to be used again by hand for two (2) final taps to adjust nail height minimally by holding the instrument in place. This did not delay surgery or impact the patient. The driving cap was inserted and tightened before use. Concomitant device: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).